Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of almost 600 mg/dl. Customer reported other blood glucose values were 519 mg/dl and 319 mg/dl. Customer reported the insulin pump had blank display and scratches on screen. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump was programmed and monitored for 1 day. No blank display noted. Insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.